Event description:
The customer reported to olympus, that the cysto-nephro videoscope had deflection in the bending section cover. The device was returned for evaluation. During the device evaluation, the following was found: the up/down angulation lever plate, angulation lever, forceps elevator surgical products and the video connector had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the bending section cover had slack, the bending tube had a dent, the universal cord had a scratch, and the following had discoloration; the adhesive on the bending section cover, switch 1, switch 2, switch 3, control unit, and the forceps channel port. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided from the customer and the legal manufacturer's final investigation. According to the customer, the device was cleaned, disinfected, and sterilized before it was sent in for repair. It was unknown what the material was or when the foreign material adhered to the nozzle, the external surfaces were cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing and there were no concerns about the reprocessing noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and from the information obtained, it could not be determined what the foreign material was or the definitive root cause of why the material remained in the device. The event can be detected/prevented by following the instructions for use: cyf-va2 instruction manual, chapter 7, cleaning, disinfection, and sterilization procedures, provides detailed instructions. Olympus will continue to monitor field performance for this device.